Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('punctured uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful cramps all the time since surgery and sometimes even pains so sharp on one side"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the uterine perforation and procedural pain outcome was unknown. The reporter considered procedural pain and uterine perforation to be related to essure. The following information was received from social media: dysmenorrhea, medical device removal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both my tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("painful cramps all the time since surgery and sometimes event pains so sharp on one side"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. The following information was received from social media: dysmenorrhea, medical device removal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('punctured uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful cramps all the time since surgery and sometimes even pains so sharp on one side"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the uterine perforation and procedural pain outcome was unknown. The reporter considered procedural pain and uterine perforation to be related to essure. The following information was received from social media: dysmenorrhea, medical device removal, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, event medical device removal updated to uterine perforation, new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.